Event description:
It was reported that ongoing altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Customer will continue to use the current pump for insulin therapy.